Event description:
The facility's technician reported an infusion pump with a 719:00 failure code on channel a that was found during biomed testing. The technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.